Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) unused samples in original packaging were returned for evaluation. The samples were visually evaluated, and it was observed by a subject matter expert the foreign matter is silicone inside guard. The silicone is place on the needle during the automated machine processes. Retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with sameer phanase of the FDA esg help desk.

Event description:
As reported, droplets were found inside the product before package open.